Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Please note that the concomitant device were listed with today's date as therapy dates. Codman does not use therapy dates and this is a required field.

Event description:
The sales rep reported that after the initial zeroing was without incident, the waveform went flat after implanting in the patient. The device was explanted and all attempts to troubleshoot the device were unsuccessful. After switching out the monitor / cables, the microsensor was also switched. This resulted in success.

Manufacturer narrative:
It has been communicated that the devices and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.